Manufacturer narrative:
The customer¿s report of burning smell was confirmed and identified as thermal damage to the pcu¿s male iui connector. . Physical inspection of the device noted the instrument seal intact. There was observed thermal damage on the male iui connector. Fluid ingress observed on iui connectors and in iui cavities. There were no other anomalies observed. Testing and inspection found a short circuit event between two adjacent pins on the iui male connector (date code= 12/2015) resulted in the thermal event. Testing found that the thermal event was isolated to the male iui connector on the pcu and was remedied when replaced with a known good connector. The proximate cause of the customer¿s report of burning smell was the result of a thermal event.

Event description:
The customer notified bd with a report of the device having a burning smell. Although requested, there were no further details or information provided.